Event description:
Facility alleges blood leak during dialysis. Chief tech reports leak occurred at beginning of treatment. 7th use. Estimated blood loss > 100cc. Pt. Required two units of prbc. No further medical intervention reported.